Event description:
It was reported that the patient underwent a shoulder revision approximately one (1) month post-implantation due to dislocation. The bearing was revised and the glenosphere remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 110031418; lo# 67327357. Item# 110031399; lot# 67604016. H6: proposed component code, mechanical (g04) head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.